Manufacturer narrative:
Citation: ammar et al. Intentional oversizing of valve in transcatheter aortic valve replacement: is bigger better? A large, single-center experience. Structural heart. 2024. Doi.org/10.1016/j.shj.2023.100278. Published online: february 05, 2024. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the clinical impact of oversizing of self-expanding valves in transcatheter aortic valve replacement. The study population included (B)(4) patients with a mean age of 82.6 years who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r or evolut pro bioprosthetic valve.  Ten in-hospital deaths occurred due to: paravalvular leak (n=3), permanent pacemaker implantation (n=2), stroke (n=1), sepsis (n=1), hemothorax (n=1), severe left ventricular systolic function reduction (n=1), and multifactorial (n = 1).  Of note, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak, stroke, cardiac perforation, tamponade, major bleeding complication, valve migration, cardiac arrest, dissection, annular rupture, atrial fibrillation, myocardial infarction, hematoma, pseudoaneurysm and unplanned intervention. No further information was provided pertaining to medtronic products.